Event description:
I used some johnson and johnson band aids on my inner thigh and when I removed the bandage, it tore off 4 half inches pieces of my skin. I do have pictures and would be more than happy to forward them on. I have contacted johnson and johnson, but they did not seem too interested in the event. I also still have left over bandages from the package we purchased containing lot and serial numbers. Dose: frequency: route top. Dates of use: 2009. Diagnosis: cut on skin.